Event description:
A user facility reported to olympus that the device turned off intermittently. When the "reset" was pressed, the device powered back on and the spare lamp ignited. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was tested for multiple hours and the reported problem was not observed. Evaluation findings are as follows: 1.) Front panel mouth noted cracked; 2.) Worn socket slider switch, causing intermittent use of high intensity mode; 3.) Worn connector, causing air leakage; 4.) Non-olympus lamp installed in unit and loose connection to heat-sink noted; 5.) Main power switch housing noted chipped. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the light source turning off intermittently could not be identified, nor could the phenomenon be duplicated. Olympus will continue to monitor field performance for this device.